Manufacturer narrative:
One retaining square ratchet (rsr) & one 1.25mm hex tl, long gemloc (hxlgr1.25) were returned for investigation. Visual evaluation of the as returned products identified that the driver tip was twisted/fractured. The rsr had no apparent signs of malfunction. Functional testing had revealed that the rsr was stripping when torque was applied. The hxlgrr1.25 could not be functionally tested due to it's nature. Pre-existing patient conditions, tooth location, implantation period, x-ray or picture images are irrelevant to this investigation. Appropriate documentation was reviewed. DHR review for the lot (63119637) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63119637) for similar events and 2 other complaints were identified. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hxlgr1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information device malfunction did occur and the reported events were confirmed.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One retaining square ratchet (rsr) & one 1.25mm hex tl, long gemloc (hxlgr1.25) were requested but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the devices were not returned. Pre-existing patient conditions, tooth location, implantation period, x-ray or picture images are irrelevant to this investigation. Appropriate documentation was reviewed. DHR review for the lot (63119637) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63119637) for similar events and 2 other complaints were identified. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hxlgr1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information device malfunction and the reported event could not be verified. The following sections have been updated: h3: changed "yes" to "no". Device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that when placing an implant with the rsr wrench that was previously stripped, the hex driver (hxlgr1.25) broke at the bottom tip portion. They were able to complete the procedure with another tool.